Event description:
It was reported that while removing the delivery wire after coil detachment; the coil was noted to be stuck in the microcatheter. The coil and microcatheter interaction resulted in a small portion of the coil to protrude into the parent vessel. No further action was taken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that while removing the delivery wire after coil detachment; the coil was noted to be stuck in the microcatheter. The coil and microcatheter interaction resulted in a small portion of the coil to protrude into the parent vessel. No further action was taken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for investigation. Based on the review and analysis of the available information, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.